Event description:
On or around the beginning of the year I began experiencing a noticeable decline in sleep quality while using my philips dreamstation 2 CPAP device as prescribed for treatment of obstructive sleep apnea. In addition to worsening sleep and increased daytime fatigue, I observed a physical change in the way the device delivers therapy. Previously, I was able to clearly feel consistent therapeutic air pressure delivered through the mask during normal use. Recently, despite no changes to prescribed pressure settings, mask type, or fit, the air pressure being delivered feels significantly reduced compared to prior use. The device powers on and operates normally and does not indicate any errors, but the airflow and pressure delivered through the mask now appear diminished and less forceful than before. I have verified mask seal and replaced consumable components as recommended, with no improvement in pressure delivery or therapeutic effectiveness. This perceived reduction in delivered pressure corresponds with the return of symptoms consistent with untreated obstructive sleep apnea, including disrupted sleep and daytime drowsiness, which were previously well-controlled with CPAP therapy. Due to the medical necessity of CPAP therapy for obstructive sleep apnea, this change represents a serious and important medical event, as ineffective treatment may increase the risk of cardiovascular complications and other adverse health outcomes associated with untreated sleep apnea. I am reporting this issue as a suspected device malfunction resulting in decreased pressure delivery and ineffective therapy.